Event description:
Customer called reporting that they placed a bravo capsule, but they were having problems with the capsule detaching. They attempted using the plunger, which seemed to operate normally, but failed to release. They proceeded to use emergency method to break the handle and removed all wires from the delivery system, but still were not able to release the capsule. After contacting with given imaging medical advisor, the doctor introduced an endoscope and was able to dislodge the connection without any complications and any injury to the pt.

Manufacturer narrative:
No pt injury has occurred following this incident.